Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that multiple resume pump alarms occurred. There was no reported adverse impact to customer's blood glucose level. A pump evaluation was performed, the pump was functioning as intended.